Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported event occurred with the surgeon's head inside the surgeon side console (ssc) high resolution stereo viewer, while the surgeon was attempting to manipulate the instruments. No additional ports were placed, and the same port was used after adjusting the position slightly. When the reported event occurred, the instrument had been inserted into the universal surgical manipulator. The customer was able to move the instrument, but it was not smooth. The instrument movement and timing were scaled appropriately and in the intended direction. There was shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The reported event was persistent when the procedure started. At the time of the event, the customer was moving the intestinal tract to widen the view. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system had non-intuitive motion on the universal surgical manipulator 1 (usm1). The customer power cycled the system, but the issue persisted. Finally, the surgeon repositioned the arm and ports, the problem was solved. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted no related errors. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The surgeon was able to resolve the reported event by repositioning the arm and ports. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.